Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain on the homechoice. The patient was connected at the time of the event. During troubleshooting it was reported that the patient had disconnected and reconnected to the patient line. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . This is a report of a use error, where the patient had disconnected and reconnected to the patient line of the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.